Event description:
This spontaneous case was reported by a consumer via other source from the from the united states of america. The reporter (consumer) reported using waterpik-112w via the dental route. As per reporter, "wp-112w 240220av bought on an unspecified date on (B)(6) 2025 from wal mart. The reporter claimed that fire shot out of the cord when they turned it on. Wires are exposed where cable meets the back of the unit. No damage to persons or property. Unit was used once, two times daily". The reporter stated no additives are used. Has not used in the shower and does not store water between uses. No additional information was available. Medical history and concomitant medications-unknown.

Manufacturer narrative:
Not available.